Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two unspecified mentor textured saline breast prostheses. Post-operatively, the patient suffered bilateral breast implant deflations. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2022. The right breast implant's valve was not secured and the left breast implant had tissue in the valve. Subsequently, the implants were replaced with: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9622540 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9622933 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2022, the mentor failure analysis lab received the device for evaluation. On may 10, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the saline implant textured 325 cc breast implant was found to have a tear on the anterior view and extending to the posterior view, measuring approximately 4.5 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.